Manufacturer narrative:
An event of migration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however per the physician the device may have been mis-sized for the patient's defect.

Event description:
On (B)(6) 2019, a 6/6mm amplatzer duct occluder ii (adoii/ 9-pda2-06-06) was deployed in the patent ductus arteriosus (pda) with no issues noted. On (B)(6) 2019, the deployed adoii was confirmed to be migrated toward the pulmonary artery side. The migrated adoii was retrieved immediately and percutaneously by using a 25mm snare catheter which was delivered through an 8f guiding catheter (type: jr4). The patient was monitored in stable condition postoperatively. Per physician, the adoii may have been mis-sized for the patient's pda.